Event description:
Procedure type: vats. According to the reporter: the surgeon was firing the last staple load in a case with 7 previous and a loud crack was heard while surgeon was firing the staple load. The staple load was at about 30mm fired. At that moment the staple load cartridge fell off the stapler handle. The very distal portion of stapler handle broke off at the point where it connects to the staple load. The stapler stopped firing the load at this point. The surgeon could not complete the firing or remove the stapler from the tissue. The surgeon was able to get a new stapler handle to finish the firing of the staple load but not able to open it. Staple formation was fine across staple firing. The doctor put sutures around the staple load and then cut out the staple load. There was no bleeding reported of 250cc or more. The case was extended by more than 120 minutes.

Manufacturer narrative:
(B)(4).